Manufacturer narrative:
Corrected: product event summary: the partial lead in segments was returned, analyzed, and the conductor was fractured. It was also noted that the conductor was pulled/stretched/overstressed. Product performance data was received, analyzed, and resistance/impedance increase was noted. The weekly pace impedance trend data shows a gradual increase for minimum and maximum right ventricular pace impedance from 400 to 800 ohms peak between (B)(6) 2012.

Event description:
It was reported that the right ventricular lead impedance had gradually risen but appeared to be steady. It was also reported that the threshold had increased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4) implantable defibrillator (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular lead impedance had gradually risen but appeared to be steady. It was also reported that the threshold had increased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.